Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci), a stent dislodgement occurred. The intended lesion location is unk. While inserting the 8x4mm liberte' monorail coronary stent delivery system (sds) into the y-connector, the physician noted that the stent was no longer on the balloon. The physician did not know when the dislodgement occurred. The procedure was completed with a different manufacturer's device. No patient injuries or complications were reported. Patient status is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.